Event description:
Pt stated one of her pumps is showing the error "1720" = main board failure, needs to be sent for servicing. The reported product fault occurred while in use with a pt. Dose or amount: 50 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.